Event description:
Pin fell out of the back hinge of the jaw during use. Additionally, account stated the physician was doing a lap gall bladder procedure, when the pin fell out during the first time it was used. The physician grabbed the gall bladder with the grasper and started to pull, but stopped when he heard a snap.

Manufacturer narrative:
Information sent to the manufacturing facility, result pending. A follow-up report will be filed.